Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 15 mg/dl. The cause of the low bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated via a glucagon injection. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer's healthcare provider confirmed the pump was functioning as intended.